Manufacturer narrative:
The act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector was noted. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test and displacement test due to button keypad anomaly. The insulin pump had no damage or moisture damage on electronics noted. The insulin pump had cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an unexplained alarm and that the buttons and keypads are not responsive. The customer indicated that their blood glucose level was normal. Customer did not provide any additional information.